Manufacturer narrative:
(B)(4).

Event description:
Nurse contacted dexcom technical support on 06/29/2015 to report a trial patient's death that occurred on (B)(6) 2015. Trial patient was enrolled in the clinical study on (B)(6) 2015 and was found deceased in bed on (B)(6) 2015. Prior to his death, the patient was performing his usual diabetes treatment and was stable. The site of the clinical trial deemed the relationship to the study device as unrelated. The exact cause of death as well as the autopsy results were pending at the time of contact. No additional event information was provided.

Manufacturer narrative:
(B)(4). There was no alleged device malfunction. However, product was received for evaluation. The device passed external visual inspection. A review of the receiver data log found no errors related to the event. Global receiver functional testing resulted in no failures. There was no fault found with the device. Diabetes mellitus is a known cause of death.